Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented a cracked enclosure and tank cover, a damaged lcd. The customer stated problem was duplicated, the lcd has liquid crystal leakage on most of the screen. No action taken due to the age and condition of the device. It was deemed beyond economical repair and was scrapped. The cause of the reported problem was traced to the user manipulation of the device (some sort of impact to the front of the device). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a smiths medical fluid warmer had a malfunctioning display. No adverse patient effects were reported.